Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report any symptoms; however, ¿felt hypoglycemic¿ and self-treated with chocolate, candy, and apple juice. No medication or third-party treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage was observed on the sensor patch. Data was extracted from returned sensor using approved software. Sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. The customer did not report any symptoms; however, ¿felt hypoglycemic¿ and self-treated with chocolate, candy, and apple juice. No medication or third-party treatment was provided. There was no report of death or permanent impairment associated with this event.